Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A diabetes therapy consultant reported via email of high blood glucose readings and hospitalization. The customer's blood glucose reading was unknown. The customer was hospitalized in ICU for diabetic ketoacidosis. The mother stated that her daughter's pump gave motor errors so she took it off and gave herself shots. The customer did not add in long acting insulin and this resulted in diabetic ketoacidosis. The customer declined transfer to helpline as she was currently in the hospital.